Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported o ultrasound image and message "please check the probe connection" could not be reproduced and the root cause of the issue could not be determined. Additionally, the root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to damage on the acoustic lens. Upon further inspection, it was observed that there was a gap on the acoustic lens adhesive due to wear and tear damage or mishandling over time. It was also observed that switch 1, switch 2 and the switch box didn¿t work due to corrosion. It was observed that an image is frozen and records on its own due to damage on switch 1. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the suction, air, and water cylinder had discoloration. Also, it was observed that the suction cylinder had corrosion. It was also observed that the forceps channel port was dirty. It was observed that the scope cover and the adhesive on the bending section cover had a chip. It was also observed that the scope body, the grip, and the objective lens had a crack. It was observed that the: ultrasonic connector, ultrasonic connector holder, the plate, the sheet holder unit and the scope connector had corrosion due to water leakage. It was also observed that the cover joint had discoloration due to water leakage. It was observed that water tightness was lost due to deformation of the scope connector. It was also observed that the screen turns black with no image (intermittently) due to corrosion on the endoscope connector. Additionally, it was observed that the insulation resistance between the evis and the ultrasonic connector did not reach the standard due to damage on the condenser unit. It was also observed that the scope connector and the distal end was deformed. It was observed that the adhesive around the objective lens had wear. It was also observed that the bending angle in all direction did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions was out of the standard value due to wear of the angle wire. It was observed that the ultrasonic probe was loose. It was also observed that the channel tube had a scratch. It was observed that the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had no image and a message that stated ¿check probe connection.¿ the reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe which, is a reportable event. This medical device report (MDR) is being submitted to capture the reported event by the customer as well as the reportable malfunction found during evaluation.